Event description:
Note: this event pertains to one of four zero tip baskets unpacked for the same procedure. It was reported to boston scientific corporation that a zero tip basket was unpacked for a procedure on an unknown date. According to the complainant, prior to the procedure, two devices were unpacked, and the customer noticed that there was a black dye seeping through the devices' packaging. Two more packages were discovered to have black dye seeping through the packages. The customer did not use any of the four devices in the procedure. The procedure was completed with a fifth zero tip basket. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block h6: device code 2944 captures the reportable event of foreign material. Block h10: visual inspection found the printed letters in the package of the dfu has faded and made black stains in the pouch. No visual damage was noted on the device. Based on all available information, it is most likely that handling and manipulation of the device during transport/storage could have contributed to the observed issue, and it is likely the device was in contact with a liquid during transport/storage which could have resulted in the ink of the printed letters from the dfu making stains in the pouch. Therefore, the most probable root cause is cause traced to transport/storage. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no other complaints exist for the specified lot.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this event pertains to one of four zero tip baskets unpacked for the same procedure. It was reported to boston scientific corporation that a zero tip basket was unpacked for a procedure on an unknown date. According to the complainant, prior to the procedure, two devices were unpacked, and the customer noticed that there was a black dye seeping through the devices' packaging. Two more packages were discovered to have black dye seeping through the packages. The customer did not use any of the four devices in the procedure. The procedure was completed with a fifth zero tip basket. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.